Event description:
It was reported that the patient heard a remote monitoring alert. It was reported that the right ventricular (rv) lead showed a high impedance measurement, 58 non sustained ventricular tachycardias, and an electro-cardiogram with far field p-wave oversensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was noted that the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo.